Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was unhappy with the lack of relief he was getting and stated the implant was nothing like his trial. Reprogramming occurred. It was reported the device was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient felt that his managing physician didn¿t allow for proper programming. The patient underwent several programming sessions yet was not happy with the results. No further complications were reported.